Event description:
It was reported that: "a fracture was noticed after the tibial punch was used; it was about a centimeter and half going distally from each of the following locations. The medial aspect of the punch extended out medially to the cortical rim and extended from the most anterior portion of the punch to the anterior cortical rim."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If device or additional info becomes available, it will be submitted in a supplemental report.